Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive cause could not be established. It is likely that some external force was applied to the affected part, indicated by the scratches around it. The instruction manual identifies the following verbiage, which can help detect the phenomena: "inspection of the endoscope - 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, forceps cover glue peeling, probe unit pink rubber cut, and bending section cover crack were noted. In addition, the el-connector pin leaking and the scope connector was loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope has a leak at the distal cap. The event occurred during reprocessing, prior to an unknown therapeutic procedure. During a standard service inspection of the customer returned device, forceps cover glue peeling and probe unit pink rubber cut were noted. This report is to capture the reportable malfunction found at estimation. There was no patient involvement, no harm or user injury reported due to the event.